Manufacturer narrative:
(B)(4). A visual, dimensional, and functional inspection of the device involved in the complaint could not be conducted since the device was not returned at the time of this report. A device history record review could not be done as not lot number was provided at this time. Customer complaint cannot be confirmed based only on the information provided. To perform a proper investigation and determine the source of the alleged defect reported it is necessary to evaluate the sample involved in this complaint. However, current production of 780-07 was verified according to our specification and no issues were detected that could lead to the alleged defect reported. If the device sample becomes available at a later date this report will be updated as applicable.

Event description:
Customer complaint alleges "the small plastic connector at the wye is coming loose and falls out of the circuit creating a leak in the circuit." Alleged malfunction is reported as detected during use. It was reported there was no injury or consequence to the patient.